Event description:
The customer contacted baxter's (B)(4) to report a reload set (rls) (B)(4) which occurred on home choice (hc) during use during prime. The home patient (hp) was not connected, and the hc was in initial drain with drain volume increasing. The hp had reloaded the set 3 times before connecting. The hp also stated that she drained the cassette before reloading it, reusing the same cassette. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore a batch review and sample evaluation will not be conducted. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). Upon further investigation, it was found that it is permissible after a reload set alarm to drain the cassette if it is full. There is no use error suspected in this report.